Event description:
It was reported that the customer had an issue with the sensor and had air bubbles in the reservoir. Customer removed the sensor and found a bent cannula. Customer stated that this has been an ongoing issue. Customer stated that she has only had 2 sensors that worked accurately in 6 months. Customer has stopped using the sensor until she meets with a health care professional to discuss the issues she has been having. Customer's blood glucose level was 389 mg/dl. Customer stated that the air bubbles are the size of soda bubbles. Customer stated that the pump was not rewound with a reservoir in place. Customer used the plunger to push the bubbles from the line. Troubleshooting was performed. It was found that the insulin was not stored in room temperature. Customer was advised to change the infusion set. It was confirmed that the pump was working as designed. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.